Manufacturer narrative:
A ge service representative performed an onsite investigation. The collimator was evaluated, replaced and recalibrated. The system was tested and found to be working as intended.

Event description:
The customer reported a collimator iris pot error. This error disables x-ray functionality on this system. There is no report of injury or death associated with this event.